Event description:
The physician was attempting to use two sprinter legend balloons to treat a calcified lesion in the lcx with diffuse stenosis, however they could not inflate the balloon fully. The balloons were inflated to 6atms. The physician changed to a new device to complete the surgery. There was no patient injury or clinical consequences for the patient. Evaluation summary: the distal tip was flared and damaged. Initial mandrel movement failed due to stretching and kinking to the distal shaft. The distal shaft and corewire were kinked starting immediately distal to the guidewire entry port and extending 9.0cm distally along the shaft. The balloon material was torn in a radial pattern at the proximal end of the proximal cone. The balloon material was jagged and uneven at the tear site. The balloon material was bunched distal to the tear site. The inner shaft was stretched and deformed proximal to the inner shaft marker.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ diffuse stenosis and calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ diffuse stenosis and calcification. (B)(4).